Event description:
Reporter alleged she was unable to obtain a blood glucose result on the customer using his advantage system because it did not have power. Reporter stated the customer was sweaty and non-responsive at the time, so she called the paramedics. Reporter indicated the paramedic's glucose measurement was 25 mg/dl and they treated the customer with glucose paste. No other actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.